Event description:
Reporter indicated that vns pt underwent generator replacement surgery for end of service, but that the bipolar lead was also replaced. The reason for lead replacement is not known at this time. Investigation to date has been unable to determine whether there was a problem with the lead, requiring replacement. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Analysis of the returned generator revealed no evidence of device malfunction. The device met electrical and visual specifications with an elective replacement indicator of no. Analysis of the returned lead revealed no anomalies that would adversely effect device performance. The lead assembly was returned in two pieces. No discontinuities were identified on the portions of the lead that were returned. The condition of the lead was consistent with conditions that exist after the explant procedure.